Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating tones. The device was interrogated and exhibited a 'possible device malfunction' message and fault code 30.